Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that uveitis developed after implantation of an intraocular lens (iol) and with an imtec30 cartridge. The patient recovered by oral administration of predonine (prednisolone sodium succinate) after a few weeks. The lens remains implanted as of to date. No further information was provided. This emdr report is for the intraocular lens, model zcw375. A separate report will be submitted for the imtec30 cartridge device.